Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the display image was lost during a procedure. Customer stated that the scope was disconnected and reconnected twice, and the issue remained; customer also connected the scope to a different tower and an image was visible. Customer also reported that colored bars appeared on the monitor. Customer did not know the exact model of the scope but knew it was a 190 series. At the time of the call, the customer was not with the unit, which had prevented troubleshooting. Tac advised the customer to acquire a scope to further troubleshoot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center lost the displayed image during a procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of image(s) disappearing during the procedure and a color bar being displayed, could not be identified. Olympus will continue to monitor field performance for this device.